Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was completed and reviewed. This device was subjected to and passed all returned product testing. The device met specification.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this defibrillator was explanted due to an unknown reason. No additional adverse patient effects were reported.